Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2015, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer. It was reported that the concentration of the dilaudid was 10mg/ml. When the patient's pump was turned off after implant, she started to have respiratory failure and her blood pressure bottomed out. The patient was given medication to keep her blood pressure up. The patient was released from the hospital even though her oxygen dropped to 86%. Her pump was set too high and she was overdosed. The patient went home and went to sleep. The next morning, the patient was pale and cold with minimal respirations. The patient was taken to the ER and given narcan (2mg/2ml) via intravenous (IV) route, which induced a severe opioid withdrawal. The withdrawal was brutal and the patient could not function or communicate. The patient was given percocet and loratab every 4 hours, staggered, in the ER. The nurses thought the patient was sedated, so she was not given opioids for 26 hours, which prolonged the withdrawal. While the patient was in the ER, she fluctuated between overdose and withdrawal. The patient started to recover and soon as the pump was adjusted. Her vitals returned to normal about an hour later. The patient was fine after she was given opioids. It took her 6 months to recover from the overdose. It was noted the patient was on oral morphine (95 mg/day) but did not take it since before the implant surgery. On (B)(6) 2015, the patient had a problem sleeping. No further information was provided.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer. It was reported that rather than allowing the two company representatives present to assist in surgery and set the dose, the surgeon decided to keep them from coming in the operating room (or) and attempted to set the dose herself, not being familiar with the procedure. She missed a decimal point and set the drug delivery dose to 5 mg/day instead of the prescribed 0.0621. She tried to set it at 0.5 mg and the patient did not know why. The patient experienced severe opiate overdose immediately during and after surgery. The patient was sent to the recovery room and never checked on. She was discharged with overdose symptoms, low carbon dioxide, low respiratory rate, oversedation, erratic heart rate, ect. That began a series of events that nearly ended her life. The patient was taken via ambulance the next morning to the hospital. The emergency room (ER) staff struggled to treat her as they had no protocol for dealing with pump patients. They struggled to keep her stable for hours and she suffered heart damage. A company representative came out to turn down the pump. The patient was given narcan, inducing opiate withdrawal. The did not administer oral opiates to replace the patient's normal, pre-surgical level as they did not recognize the patient's distressing symptoms associated with opiate withdrawal for over a day.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was admitted with symptoms of decreased mental status, confusion, decreased hearing and was in a cat scan at the time of report. It was later reported that the patient was showing signs of overdose. The patient first looked a little pale, breathing was a little funny, and then on the morning of report the patient was barely breathing, white as a sheet, cold, and barely responsive. The event occurred following a new pump and catheter implant. The pump was implanted the day prior to report and patient first started showing symptoms late last night around 10:30; symptoms were worse the morning of report when the patient woke up. An ambulance took the patient to the hospital. Additional information received reported the patient was somewhat unresponsive, could not keep eyes all the way open, could not move and had symptoms similar to overdose. The cause of the event was overdose of medication. The event was attributed to drug effects and oral overdose, not the pump. It was noted that the patient overdosed on her oral pain medication and it was not a pump malfunction or overdose due to the pump. The patient was rushed to the hospital and the pump was turned off so the patient could be stabilized. At the time of report, the patient recovered without permanent impairment. The pump was used to infuse dilaudid. On 2015-07-10 (B)(4): additional information received reported the patient also experienced drowsiness on (B)(6) 2015. The intrathecal drug was new in the patient's system and it was thought that the dose was too high. A manufacturing representative went to the hospital and programmed the device to the lowest setting. The therapy changes/symptoms were stated to be a sudden change. It was noted that every week, the health care provider (hcp) was "turning it up" only 10% at a time.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015 a consumer later reported that they were afraid and terrified, and they had anxiety attacks because of this event. They had heart damage due to respiratory failure, and they had no oxygen to their heart for over 60 seconds. They were in the intensive care unit (ICU) for five days, and they "died when this happened". They reportedly saw their body lying on the bed. The patient was discharged from the hospital with low oxygen saturation. The patient had a report from their files that they were doubting the accuracy of, because it showed "something like 226 per hour". The consumer thought this was outlandish. The patient was indicated for the following use: spinal pain.

Event description:
It was reported the patient was admitted with symptoms of decreased mental status, confusion, decreased hearing and was in a cat scan at the time of report. It was later reported that the patient was showing signs of overdose. The patient first looked a little pale, breathing was a little funny, and then on the morning of report the patient was barely breathing, white as a sheet, cold, and barely responsive. The event occurred following a new pump and catheter implant. The pump was implanted the day prior to report and patient first started showing symptoms late last night around 10:30; symptoms were worse the morning of report when the patient woke up. An ambulance took the patient to the hospital. Additional information received reported the patient was somewhat unresponsive, could not keep eyes all the way open, could not move and had symptoms similar to overdose. The cause of the event was overdose of medication. The event was attributed to drug effects and oral overdose, not the pump. It was noted that the patient overdosed on her oral pain medication and it was not a pump malfunction or overdose due to the pump. The patient was rushed to the hospital and the pump was turned off so the patient could be stabilized. At the time of report, the patient recovered without permanent impairment. The pump was used to infuse dilaudid.